Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device is displaying a software error code.

Event description:
It was reported to philips that the device is displaying a software error code. There was no patient involvement.